Manufacturer narrative:
The manufacturer previously reported receiving information alleging a low tidal volume condition occurring on the device. The patient alleged "difficulty in breathing". The ventilator was replaced with an alternative device. The patient "recovered immediately after the device replacement". During the evaluation of the device at the manufacturer's service center, a "circuit disconnect" code was found in the ventilator's downloaded error log. The device's pca sensor was replaced to address the issue. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the sensor board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer received information alleging a low tidal volume condition occurring on the device. The patient alleged "difficulty in breathing". The ventilator was replaced with an alternative device. The patient "recovered immediately after the device replacement". During the evaluation of the device at the manufacturer's service center, a "circuit disconnect" code was found in the ventilator's downloaded error log. The device's pca sensor was replaced to address the issue.

Event description:
The manufacturer received information alleging a low tidal volume condition occurring on the device. The patient alleged "difficulty in breathing". The ventilator was replaced with an alternative device. The patient "recovered immediately after the device replacement". The device has been returned to the manufacturer, but the evaluation has not begun at this time. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.